Event description:
It was reported that this patient was admitted to the hospital due to heart failure. During their stay an incidental finding of a high out of range right atrial (ra) lead pace impedance measurement was observed. As this patient was to undergo a biventricular upgrade within the next year, it was decided that this patient would have the change out procedure during this hospital stay. The ra lead was also revised during the procedure, for the high out of range impedances. This ra lead remains in service. No additional adverse patient effects were reported